Event description:
While preparing a chemotherapy infusion, the IV tubing pulled free of the drip chamber resulting in a spill on the registered nurse. The tubing separated from the drip chamber at the connection. Baxter rep reports tubing contains chemotherapy agent and decontamination of tubing not possible. Device not returned to mfg.